Event description:
Bioabsorbable screw was broken during implant. Screw had achieved an acceptable level of fixation. Broken fragment was retrieved and no pt injury occurred as a result of this situation.